Manufacturer narrative:
MDR blurb: (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 50-7510, batch no: unknown. It was reported via email: (1) broken component related to the access tip. No patient impact. (B)(6) 2021 - spoke with customer's husband in regard to access tip issue. He explained that he did not hear the access tip click twice before the drainage, but proceeded with draining. He heard air hissing at the connection between the catheter and the access tip of the drainage line. It hissed for a few seconds and he stated he was only able to get trace amount of fluid before all the vacuum pressure released - he confirmed there was no fluid leak externally, nor was there any harm or discomfort. He was able to complete a drainage with next bottle - he sent all damaged bottles to kp and are in process of being shipped to plant (B)(6) 2021: spoke to patient's husband to clarify reported defect. He states that he inserted the access tip into his wife's catheter valve and did not feel them fully snap together. He had to press very hard and was not sure they were fully connected. He activated suction and immediately heard a hissing sound at the connection of the access tip to the catheter. He stopped the drain and used a new bottle to complete drainage. There was no visible damage or defects on the access tip that would prevent the connection of the two components. Sample will be sent. Catheter is placed in patient's lungs. No patient harm.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: three photos and eight physical samples were provided to our quality team for investigation. Through visual inspection, the bottles are observed to be used, however, there is no evidence of drainage and three of the bottles returned displayed excess pieces of plastic (flash) on the access tip. Based on our sample evaluation, we are able to confirm the failure of defective access tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Through our investigation, we identified that general wear on the manufacturing equipment can contribute to the excess plastic that was observed on the end of the access tips. Product undergoes inspections throughout manufacturing, any product identified during these inspections to have excess pieces of plastic on the access dilator undergoes a process to remove these pieces. When reviewing our process, we identified an opportunity to improve consistent identification of the excess pieces of plastic to ensure they undergo the proper de-flashing process. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process. This incident has been added to our database. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see manufacturer narrative.

Event description:
Material no: 50-7510, batch no: unknown . It was reported via email: (1) broken component related to the access tip. No patient impact on 21jan2021 - spoke with customer's husband in regard to access tip issue. He explained that he did not hear the access tip click twice before the drainage, but proceeded with draining. He heard air hissing at the connection between the catheter and the access tip of the drainage line. It hissed for a few seconds and he stated he was only able to get trace amount of fluid before all the vacuum pressure released - he confirmed there was no fluid leak externally, nor was there any harm or discomfort. He was able to complete a drainage with next bottle - he sent all damaged bottles to kp and are in process of being shipped to plant. On 26jan2021: spoke to patient's husband to clarify reported defect. He states that he inserted the access tip into his wife's catheter valve and did not feel them fully snap together. He had to press very hard and was not sure they were fully connected. He activated suction and immediately heard a hissing sound at the connection of the access tip to the catheter. He stopped the drain and used a new bottle to complete drainage. There was no visible damage or defects on the access tip that would prevent the connection of the two components. Sample will be sent. Catheter is placed in patient's lungs. No patient harm. Polc